Event description:
A ventilator was returned to the manufacturer¿s product investigation laboratory for investigation due to the ventilator was changing from s/t mode with avaps to s/t mode without avaps. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. At the time of event the unit's non-volatile memory (nv data which stores the current therapy settings) became corrupted resulting in the a40 to re-set to its default therapy settings (as designed/intended). The device performed a vent inop reboot and then a software reset occurred to correct the issue. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.